Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via phone call that they were hospitalized on unknown date for low and high blood glucose and seizures. Customer girlfriend stated that customer had high blood glucose of over 500 mg/dl, treated with insulin pump and insulin pump was over delivered and had seizures. Blood glucose reading when admitted to hospital was 40 mg/dl. The customer was treated with glucose at the hospital. It was unknown that customer using auto mode feature active at the time of event. The insulin pump and reservoir will not be returned for analysis.